Event description:
It was reported that a patient stated she had gone out for dinner, had a few drinks, and did not announce the meal. She explained that she typically does not announce meals because she usually eats only 5¿10 grams of carbohydrates per meal. She was educated that because more than 30 minutes had passed since the missed meal announcement, she should not announce it afterward, as the device was already dosing insulin to bring her glucose level down. Her blood glucose was trending downward and measured 295 mg/dl by the end of the call, and she stated that no further assistance was needed. The patient reported that her blood glucose levels were affected, reaching a high of 324 mg/dl and remaining outside the target range for approximately one hour. She did not use back-up therapy, did not perform ketone testing, had no recent steroid use, did not receive medical intervention or other assistance, and experienced no immediate adverse health effects. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.